Event description:
On 2022-12-29: integrum received an axor ii for service together with a report form stating that the patient fell. It was unknown whether the axor ii had any involvment in the fall, and an initial emdr was submitted while waiting for further information requested from the cpo/patient. On 2023-02-08: the cpo provided information retrieved from the patient and a technical investigation was performed. The information received and the investigation shows that the fall did not happen as a result of a malfunction in the axor ii. No patient injury has been reported. This case is therefore not assessed as reportable according to the criteria in 21 cfr part 803.

Event description:
On 2022-12-29 integrum received an axor ii for service together with a report form stating that the patient fell. It is unknown whether the axor ii had any involvement in the fall. More information has been requested. Manufacturing investigation has been performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. Technical investigation of the unit will be performed once additional information has been received regarding the incident.